Event description:
Reported due to foot break found during device investigation. The physician attempted closure of an arteriotomy site with the perclose proglide device after an unknown procedure. Reportedly upon retracting the needles the suture broke. A second device was used to achieve successful hemostasis. It was also noted that the physician routinely performs fluoroscopy when performing procedures. Unfortunately, there is no information regarding the fluoroscopy results for this event. It is unknown whether the pt experienced an adverse event; however, no adverse events have been reported regarding this incident. Although requested no additional patient information was provided.